Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to h6: upon further review, device code "a23/use of device problem" was removed.

Event description:
It was reported that during a lead revision, this new lead was intended for right atrial (ra) lead placement. When this new implantable lead was placed in the rv port of the current pacemaker, there was a lot of noise with oversensing and pacing inhibition. The device was programmed to voo, but there was no rv capture. The pacemaker was explanted and replaced, and this ra lead was connected to the new pacemaker without complications. Technical services (ts) advised the field representative to interrogate the explanted pacemaker and it was confirmed that the rv port was in unipolar, which suggests a lead safety switch (lss) had occurred due to an out-of-range rv pace impedance measurement. This ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a lead revision, this new lead was intended for right atrial (ra) lead placement. When this new implantable lead was placed in the rv port of the current pacemaker, there was a lot of noise with oversensing and pacing inhibition. The device was programmed to voo, but there was no rv capture. The pacemaker was explanted and replaced, and this ra lead was connected to the new pacemaker without complications. Technical services (ts) advised the field representative to interrogate the explanted pacemaker and it was confirmed that the rv port was in unipolar, which suggests a lead safety switch (lss) had occurred due to an out-of-range rv pace impedance measurement. This ra lead remains in service. No additional adverse patient effects were reported.